Event description:
It was reported that the patient was implanted a week and a half prior to report and had nothing over the weekend (stimulation). The caller was frustrated because they thought they had a full charge last wednesday and friday it (meaning stimulation) stopped. The caller stated the hcp charged over the unhealed wound last wednesday when they went into the appointment. The hcp took the bandage off, stated the patient was healing just fine and it was okay to charge over it. The caller stated they charged for about 1.5 hours at the office of the healthcare professional (hcp) and the patient was ¾ down and had ¼ left. The patient was told when he went home to make sure they charge it up and the caller stated that they did. They had the charger on ¿all afternoon¿ and she went over to check it and the battery was all dark and seemed like it was fully charged. Then, they started charging and got it working again and it (meaning stimulation) stopped again on friday night. It only worked for a few hours. There was no stimulation sensation because the patient was not charged up. The patient was plugged in when he was charging. The caller also observed the temp sensor screen last week because it was getting too hot. To make the patient comfortable while charging they put a pillow ¿back there¿ and it was not allowing air to flow and it was ¿too much.¿ as a result, they removed it the now the patient laid down to charge. There was a coupling problem. Antenna locate allowed the caller to get all eight coupling boxes and maintain the coupling during the phone call. The caller was encouraged to keep charging the patient until he was fully charged. The caller was not sure ¿what she understood from what she had done and read and also seen at the healthcare professionals (hcp) office.¿ the caller was educated about the recharger and patient programmer. Caller education on patient programmer use and recharger use resolved the reported issue.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).